Event description:
It was reported that (1) device was used during a laparoscopic hysterectomy. It was reported by the affiliate that the lcsc1 instrument worked satisfactorily throughout the case until the surgeon got to the stage of opening the vaginal vault. At this stage the device emitted a constant tone and was removed from the pt. The device was tested without load and still failed. It was then tightened with one click of the torque wrench and tested again with no success. The surgeon then decided to complete the procedure using a responsable 10mm hook. The lcsc1 was difficult to remove from the handpiece and a second handpiece (h2tuv) was opened. The operation was completed without any further incidents. Another instrument was used to complete the case. There was no consequence to the pt.